Event description:
It was reported while using bd bactec¿ mgit¿ 960 instrument, there was a false negative result. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: the customer reported a sample tube came off as negative but the test results are positive. After numerous correspondences with the customer, the log file was obtained and reviewed. The review concluded that there were no instrument errors in the log. The servicemax case, (B)(4), was closed. The root cause cannot be determined. This complaint is not being confirmed as no instrument malfunction related to this false negative was identified. Review of the device history record for instrument s/n (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and the instrument has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument and no recent additional work orders were observed for the complaint failure mode reported. No samples or parts were expected to be returned for this complaint and thus, a returned sample analysis is not required. Bd quality will continue to closely monitor for trends associated with results related complaints. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd bactec¿ mgit¿ 960 instruments, there was a false negative result. There was no report of patient impact.